Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump was unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test or test for motor error alarm due to no button response. The motor was tested outside of the insulin pump and passed. The insulin pump had minor scratches on display window, scratched case and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump returned several motor error alarms. Blood glucose level was 162 mg/dl at the time of the call. No further information was provided.